Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. This MDR represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a hernia defect was identified with fat was reduced. A perfix plug (device 1) was placed and sutured." On (B)(6) 2011 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with excision of perfix plug (device 1) and implant of kugel hernia patch (device 2). Per op notes, ¿the hernia sac was noted with incarcerated omentum was reduced. The sac was excised. Adhesions were lysed. The prior mesh (device 1) was noted and excised. A kugel hernia patch was placed and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of kugel hernia patch (device 2) and implant of synthetic mesh. Per op notes, ¿a very large hernia sac was identified and dissected away. The sac was opened, and the omentum was reduced. Extensive lysis of adhesions was performed. The prior mesh (device 2) was noted to be displaced medially and pulled away from fascia was excised entirely. The defect was repaired using synthetic mesh and sutured.¿